Event description:
As reported by the equinoxe shoulder study, approximately 4 year(s) and 10 month(s) post-operative of a right implanted tsa, the patient presented with aseptic glenoid loosening. Patient reports progressively worsening right shoulder pain for 2 years. Imaging shows glenoid component loosening and rotator cuff deficiency. The patient was scheduled for a CT scan and the outcome of the event is considered continuing and the devices remain implanted. The clinical report indicates that the event is possibly related to the device(s) and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: b, c, d, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.